Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle had foreign objects. Due to wear of the angle wire, the play of the up/down knob was out of standard value. The adhesive on the distal end was chipped and cracked. Due to clogging of the nozzle, water removal ability did not meet standard value. Due to wear of the angle wire, the play of up/down knob was out of standard value. Forceps channel port was shaved. The scope-cylinder was shaved. Paint on the air/water-cylinder was peeled. The control unit had discoloration. Due to clogging of nozzle, water removal ability did not meet standard value. Adhesive on the distal end had a crack. Adhesive on the distal end was chipped. In addition, the scope cover unit, the scope-connector, the protector of the universal cord on the scope-connector side, the universal cord, the image guide protector, the grip, the flexibility adjustment ring, the scope-cover, the switch box, the locking engagement lever, the locking engagement knob, the up/down knob, the right/left knob, the control unit, the control-cover, and the connecting tube were all scratched. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had foreign matter in the nozzle. There were no reports of patient harm.